Event description:
Information was received indicating that a motor rate error and break housing error occurred to a smiths medical medfusion® 3500 syringe pump. There were no adverse patient effects reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and the pump in poor condition, with the top case chipped and cracked as well as the left and right plunger cases damaged. A review of the event history log found a motor rate error. Occlusion testing was performed and duplicated the motor rate error. It was observed that the motor assembly caused the reported issue due to normal wear. The parts were over 12 years old. Based on the evidence, the root cause was attributed to normal wear.